Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 181742 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 181742, test base part number 195-430h / lot 179268. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 181742 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Reference MFR. Reports: 1221359-2022-04528.

Event description:
The customer reported eighteen (18) false negatives with binaxnow covid-19 self-test assay performed on dates from (B)(6) 2022 on nasal swab involving various lots. A confirmatory test (pcr) was performed ,and generated a positive result. The customer was symptomatic for two days, then tested positive with pcr on (B)(6) 2022. This report is eighteen (18) of eighteen (18) and addresses lot 181742 (total quantity 6). No additional patient information, including treatment and outcome, was provided.